Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in an 85% stenosed mildly calcified, left internal carotid artery with one rx acculink stent, which reduced the stenosis to 44%. Post procedure, on (B)(6) 2009, the patient experienced aphasia. Computed tomography of the head was negative for cerebrovascular accident/transient ischemic attack. There was no reported treatment provided. The patient's condition resolved on (B)(6) 2009 and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.